Event description:
Additional information became available that this device was explanted as a result of the high charge times and patient syncope.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
The device will be explanted as a result.

Event description:
Boston scientific received information that this device is exhibiting longer than expected charge times on this syncopal patient.